Event description:
The customer reported the system displayed a blackened image and a high ma error message. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A generator and filament calibration were completed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.